Event description:
It has been reported to philips that the flat detector controller (fdc) was unable to power on, not allowing for x-rays to be performed. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the start of a diagnostic procedure when the issue occurred, and procedure was completed by using another device. Review of the system log file showed that the image detector errors and warnings. The philips field service engineer (fse) inspected the system onsite and confirmed that the error message showed generator error call service issue with the ap tube. Upon further troubleshooting action, field service engineer (fse) found that the flat detector controller (fdc) was unable to power on, not allowing for x-rays to be performed and no communication with frontal or lateral and fdc power supply failed on cold switch on. The fse replaced the fdc power supply. After replacement of fdc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.